Event description:
A healthcare professional reported that during a vitreoretinal surgery the footswitch of the system did not function properly. The problem was intermittent and the surgery could continue and be finished successfully. The patient not experience any harm.

Manufacturer narrative:
A service visit has been performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional information becomes available. (B)(4).